Manufacturer narrative:
The device was returned with the cannula deployed and the needle failed to retract. The device reached the 80-hour pump expiration time and reported an 0x1c alarm. Pcoa-1350 implemented an enhancement to the vision system to catch the presence and orientation of the cannula in the slide retract. Ncmr #0445 is applicable to this lot. The formed needle was found bent in the exposed soft cannula. A leak test found a tear in the external soft cannula near the distal tip of the formed needle. It cannot be determined when or how this damage occurred.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. The patient experienced pain at the site. The pod was worn 36 to 48 hours before the issue was realized.